Manufacturer narrative:
Concomitant medical device: (B)(4) ICD implanted: (B)(6) 2012 .

Event description:
It was reported that the right ventricular (rv) lead had five stored non-sustained ventricular tachycardia (nsvt) episodes due to t-wave oversensing (twos) post ventricular sense. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.